Manufacturer narrative:
This report is being updated to report the investigation results. New information is reported in h4, and h10. A review of the instructions for use (IFU) shipped with the device provides the user with the following information related to the reported issue: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. A review of the device history record (DHR) for the complaint device was conducted and confirmed that there were no abnormalities in manufacturing. Conclusions the root causes could not be identified. Based on the investigation results, the probable causes are shown below. The protrusion of the blade was confirmed by viewing the images and leak from the adhesion parts of both ends of the bending rubber was also detected. In light of those facts, the phenomenon could have been caused by application of the external force to the device due to improper handling by the user.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the bending section cover is pierced all the way to the instrument channel. The instrument channel was punctured, perforation caused the bending section to have frayed wires. The coupler is detached. The focus ring rotation is rough and stiff. It failed the leak test. The charged coupler device (ccd) top cover is deformed and has discoloration on the switch housing. It is likely that the device was reprocessed incorrectly or insufficiently. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that the scope has a hole in the distal tip. There was no patient involvement. No additional information was provided.